Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion-norma. Lead (B)(4) no anomalies found. Proximal segment returned for analysis. Proximal conductor cut. All insulation's torn. Outer insulation breached cut. Lead (B)(4) no anomalies found. Proximal segment returned for analysis. All conductors cut. All insulation's torn. All insulators breached cut.

Event description:
It was reported the patient was hospitalized (B)(6) 2010 for a fall and discharged 2 days later. The discharge summary reports the patient had right groin pain due to muscle strain from the fall, no pelvic fracture, and was reported to be improving. The patient was 'do not resuscitate', 'do not intubate' per the family with a history of hypertension, dementia, and stroke while on asa. The patient died (B)(6) 2010. Follow up with the physician reported the cause of death was cerebrovascular accident, unrelated to fall. The physician confirmed there were no device issues or concerns related to the fall.